Event description:
It was reported that during active operation, the autopulse platform gave low run times when used on an (B)(6) male with a long cardiac history. The first battery died at the scene. A second battery was used and only lasted 7-8 minutes even though it still showed about half a charge. The platform stopped twice and had to be restarted. After the second time, manual CPR was initiated. Customer was then intercepted by an advanced life support (als) crew. The als crew¿s battery was put into the customer¿s platform and it worked for about 10 minutes. No adverse patient sequelae was reported. Batteries involved are autopulse nimh batteries. Customer indicated that they have one person in charge of their batteries and that they rotate their batteries once a week, prior to use.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR. Reports: #3003793491-2013-00781 for autopulse resuscitation system model 100 with sn: (B)(4); #3003793491-2013-00782 for autopulse nimh battery #1 with sn: unknown; #3003793491-2013-00783 for autopulse nimh battery #2 with sn: unknown.